Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch: 1221934-2018-50760.

Event description:
It was reported via phone by the sales rep that during an acl procedure, the customer's milagro advance driver tip stripped and broke off in the screw. The doctor tapped the bone first, but stated the patient had hard bone. The doctor was able to remove the tip from the screw and used another like device to complete the procedure. There were no patient consequences or delays. The complaint devices are being returned.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device received on 6-6-2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch: 1221934-2018-50760.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and inspected. The complaint cannot be confirmed. Visual observation revealed no gross visual defects, and the distal tip of the driver was not damaged at all. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information received on 5/22/2018. It was reported by the rep that the breakage occured intra-op but didn't result in any surgical delays. It was reported that the doctor was able to remove the broken part. The procedure was completed using another device and alternatives were readily available. Hard bone may have contributed to the breakage. Surgical intervention wasn't planned. There were no portion of the device remain in the patient and no patient impact.